Event description:
It was reported that customer experienced broken pump screen, and touchscreen became unreadable and unresponsive while pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation, and replacement pump was provided, but no additional information was received regarding the outcome of the event.